Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file cannot confirm the malfunction. Upon troubleshooting actions, fse identified the flexvision pc as defective due to the hardware errors on grabber cards, which resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The flexvision pc was returned for failure analysis however, this was inconclusive. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up, stops when the counter reaches 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.